Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 1.1 mmol/l (guide) and 5.5 mmol/l (performa). Later, after breakfast, the customer allegedly received the following results, with two different meters, within 10 minutes: 2.0 mmol/l (guide) and 6.5 mmol/l (performa). No adverse event reported. Return of the suspect device was requested for evaluation.